Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during startup, the cardiosave intra-aortic balloon pump (iabp) experienced a system hang. No patient was involved

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 , e1 ( event site email ) corrected field : d10 , h6 ( medical device ¿ problem code ).

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6 (type of investigation, investigation findings, medical device ¿ problem code, investigation conclusions). Full event site name: (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed the reported but found that the front-end board is out of order. The front-end board (0670-00-1164) was replaced by the fse and test were performed. The unit passed all performance according to factory specifications and cleared for clinical use. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: (B)(6) on (B)(6) 2025. The failure analysis and testing dept. Received part number 0670-00-0769 with a reported unit failure of system hangup during startup. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. All testing passed. No failure can be confirmed for this part. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. Au.

Event description:
It was reported that during start up the cadiosave intra aortic balloon pump (iabp) system hang up "froze" on the "maquet" logo. It failed to enter "standby" mode. There was no patient involved.